Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e105 error could not be identified. However, it is likely the cause was related to a failure of the light source unit and the harness. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned the olympus video system center for routine maintenance. However, during the maintenance an e105 error message was discovered. This report is being submitted to capture the e105 error message.

Manufacturer narrative:
As noted in describe event or problem, this unit was returned for routine maintenance when the error message was noted. Additionally, during the device evaluation a loose locking lever as discovered, as well as notable wear and tear on the top cover. The top cover will need replacing as will the ex board. If additional information becomes available following the device evaluation, a supplemental report will be filed.